Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. After an unspecified error occurred, the user continued to use the subject device. The grasping section of the subject device was broken off. The fragment was retrieved. No further information was provided. There was no patient injury reported. This is the report regarding the breakage of the grasping section.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe was broken off at 18.5 mm from the distal end. The grasping section did not break off. The fragment was not returned. There was no scratch on the probe. The fracture surface of the probe showed that crack developed. The origin of the fracture surface was discolored black. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc surmised that the crack occurred on the probe due to a load such as a spark. The crack developed when the user output the device or grasped the tissue, and eventually the probe broke off. The above device handling has warned in the instruction manual as follows; 1) should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. 2) use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.